Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device broke during craniotomy; the 2.15mm x 22mm spiral router's distal centimeter of the drill bit broke off. No injuries were reported ot have occurred, however, it is unk if medical intervention occurred. The date of the event is unk. There is no additional information available.